Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized and had received wrong reservoirs. It was reported that the customer had been hospitalized for diabetic ketoacidosis. The customer's blood glucose level was reported to be 324 mg/dl. It was reported that the reservoirs had oil in them and was requesting replacements. It was reported that the reservoirs would be replaced.